Manufacturer narrative:
(B)(4). The service of the device is currently in process but has not yet been completed. Upon completion of the devices service, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, power on self-testing, a review of the alarm log, a review of the service history, and a review of the device history were performed and found no issues related to the reported problem. The reported alarm was unable to be verified, though a different alarm was identified, which was captured and reported in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-39 alarm (unknown alarm situation). There was no patient involvement. Additional information was requested and is not available.